Event description:
Mentor silicone 250 cc moderate profile implants placed in (B)(6) 2009. I believe they are causing me to be sick. Within 2 years started experiencing thrush like symptoms, white tongue, metallic taste in mouth, excessive urinary and bladder issues, chronic neck, back and joint pain. (Not due to excessive breast size increase and strain on body) at 4-5 years extreme fatigue, all over body pain, severe insomnia, brain fog, inability to concentrate, severe headache / migraines, and blurred vision, unexplained weight gain. Signs of hormone imbalance and early onset menopause like symptoms. Hot flash, night sweats, severe mood swings, lack of emotion and interest in life. I have been tested for numerous diseases, fungal, bacterial and viral infections with no positive results. No explanation for the health issues I have been plagued with. I can reach out to the various drs to request test results and historical tracking if needed. I have explored alternative medicines as well as life style and dietary changes with no positive outcome. I am hoping explanting will improve my quality of life. FDA safety report ID# (B)(4).